Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to disassociation. It was also noted all but two ards had sheared off. Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Pathology report noted chronic proliferative synovitis and focal metallosis. Revision surgical report noted metal debris staining and that several rotation tabs had completely worn off with oblong shape and significant plastic deformation. Femoral head will be added for the metallosis and metal debris. The complaint was updated on: mar 7, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.